Manufacturer narrative:
(B)(4). The returned flexima biliary preloaded stent was analyzed, and a visual evaluation noted that the guide catheter was stretched, kinked and detached. It was also observed that the push catheter presented some kinks. The suture thread was not returned and the suture hole was torn. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it is most likely that user manipulated some techniques performed during procedure and/or even the tight stricture encountered contributed on the kinks along the push catheter, once the push catheter presented those kinks the user may have experienced difficulties to pull out the guide catheter which may have taken the user to apply an extra force or technique that ended stretching and kinking the guide catheter, as consequence of these conditions the guide catheter finally got detached, it is possible that the tough movement within the guide catheter and push catheter caused the torn on the suture hole. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography with biliary brush and biliary stent implantation procedure in the hilar bile duct, performed on (B)(6) 2022. During the procedure, it was noticed that the guide catheter was kinked. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of guide catheter detached/separated. Please see block h10 for full investigation details.